Event description:
Customer reportedly received results of 3.2 inr and 1.7 inr within a few minutes on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.